Event description:
The patient reported that they met with representative and they jump started the device. This resolved the issue.

Event description:
A consumer implanted for non-malignant pain reported they had the implantable neurostimulator (ins) off for several months because of a previous surgery, but now that they were trying to reuse it, it made no connection with the charger or patient programmer (pp) even after repositioning. According to the consumer they just saw the manufacturer's representative (rep) and were going to have to call them again next week, but were looking for advice to help them hoping the device wasn't dead, because if it was they "knew they'd have to have surgery for it to be removed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.